Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-01649. It was reported the patient experienced ineffective stimulation from the scs system. X-rays revealed lead migration. Reprogramming was unable to resolve the issue. Subsequently, the patient underwent surgical intervention on (B)(6) 2017, where in the leads were repositioned. Effective therapy was achieved following the procedure.